Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2338 is being used to capture the reportable event of swelling.

Event description:
It was reported that a spaceoar device and fiducial markers were implanted. The patient later developed an abscess and required hospitalization. The patient had received the spaceoar device and fiducial markers on march 3, 2025, and subsequently underwent stereotactic body radiation therapy (sbrt) between march 24 and april 2, 2025. The patient began experiencing perirectal pain on april 19, 2025, and was hospitalized from april 23 to april 29, 2025, after visiting the emergency room. Imaging tests revealed a multiloculated complex abscess between the prostate gland and rectum, which extended to the perineum and near the anus, in addition swelling in the perineum was noticed. An interventional radiology (ir) procedure was performed to place a percutaneous drainage catheter, which significantly reduced the size of the abscess. Fortunately, the patient made a full recovery and was no longer experiencing perirectal pain, although the exact date of the most recent follow-up is unknown.